Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 91 mg/dl (aviva) and 39 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the strips. Replacement was sent.

Manufacturer narrative:
This medwatch is for the advantage meter. (B)(6). Will not be returned to manufacturer.